Event description:
Surgeon reported one patient with an over correction following lasik enhancement in the right eye. Clinical records were provided and indicated one year following initial lasik surgery, this patient was slightly under corrected in the right eye and bcva had decreased one line in the right eye, however, ucva had improved from 20/cf pre-op to 20/80+ post op. An enhancement on the right eye was performed to improve the ucva. One month following the enhancement, the patient's bcva was 20/50, a two line decrease from pre-op.

Manufacturer narrative:
Evaluation summary: a surgery database performance verification was conducted on this system. Analysis determined the laser performance factors analyzed were operating within specification at the time of this patient's initial and enhancement surgery.